Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the customer was advised to continue using the pump and to contact support if the malfunction code recurred. There were no further issues after the reset, and the caller understood the instructions.